Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 24.5 mm in diameter; the distal aortic neck was 26.8 mm in diameter, and 28 mm in length. The distal aortic diameter was 22.3mm. The left common iliac proximal to distal measured 14.4, 11.3, and 20.4 mm in diameter. The right common iliac proximal to distal measured 11.1, 11.7, and 7.0 mm in diameter. The index procedure was performed and completed without incident and post angiography showed successful aneurysm exclusion with good outflow through both iliac arteries. The patient recovered well and was discharged the next day. However, the patient was re-admitted with complete occlusion of the stent graft due to thrombosis, from the renal arteries to the external iliac arteries. The physician was able perform a thrombectomy successfully restoring the blood flow through the stent graft on the left side. A fem-fem bypass was performed restoring blood flow to the patient's lower extremities. No additional clinical sequelae were reported and the patient is fine. The review of returned images 6-days post-implant show the ipsilateral limb and extension were placed on the left side. The bifurcate aortic body was occluded beginning at the bifurcate just below the renal arteries, and remained completely occluded distally through both limbs. Blood flow from collateral's resumed in the femoral arteries. The stent graft od was 25mm at the renal arteries. The ipsilateral/contralateral limb od was 16mm/15mm at the flow divider, 11mmx17mm/9mmx20mm (slightly compressed) at the distal aorta, and 8.5mm/8.5mm in the common iliacs. No stent graft kinks were observed. Extensive calcification was seen in the iliacs; bilaterally.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Results: inherent risk of procedure (occlusion). (Unknown cause). Conclusion: (unknown cause).